Manufacturer narrative:
Resistance was encountered when advancing the 2.50x12mm resolute onyx stent. Multiple attempts were made to cross the lesion. Resistance was encountered when advancing the 2.0x12mm resolute onyx stent. Multiple attempts were made to cross the lesion. Resistance was encountered when advancing the second 2.0x12mm resolute onyx stent. Multiple attempts were made to cross the lesion. The procedure was completed using a 2.0x8mm resolute onyx stent and a 2.5x15mm resolute onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to the presence of hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use 4 resolute onyx rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 99% stenosis located in the mid left anterior descending (lad) artery. All devices were inspected without any issues noted. Atherectomy was performed. The lesion was pre-dilated. An attempt was first made to treat the lesion using a 2.50x15mm resolute onyx stent. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent could not pass the proximal lad and stent deformation occurred in vivo during positioning/advancement. The lesion was ballooned again and an attempt was made to treat the lesion using a 2.50x12mm resolute onyx stent. Negative prep was performed with no issues noted. The stent was unable to pass the proximal lad and stent deformation occurred in vivo during positioning/advancement. The lesion was ballooned again and an attempt was made to use a 2.00x12mm resolute onyx stent to treat the lesion. Negative prep was performed with no issues. The stent was unable to pass the proximal lad and also became deformed. The lesion was ballooned again and an attempt was made to use another 2.00x12mm stent to treat the lesion. Negative prep was performed with no issues. The stent failed to cross the proximal lad and became deformed atherectomy was performed again and the procedure was completed using another resolute onyx stent. The patient is reported to be alive with no injury.